Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. The customer problem was duplicate and verified. According to the investigation, there was a downstream occlusion error alarm during testing. The device failed occlusion testing due to dso sensor being out of calibration. Investigator's recalibrate the device to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No patient injury reported.